Manufacturer narrative:
S/w 1.1f, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and corroded battery tube.

Event description:
The customer reported via phone call that the top portion, there is a ring that goes where the reservoir drops in is coming off. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.